Manufacturer narrative:
Final device investigation found no noticeable cracks under microscopic examination. The device was subjected to a leak test and showed no sign of leaking. It was then tested a second time with a 5mm test plug inserted into the sleeve and again showed no indications of leaking. The complaint could not be confirmed.

Event description:
It was reported that three trocars were used on the pt. One or more of the devices leaked from the flapper valve during the procedure, but the exact number of leaking devices was uncertain. The trocars were all replaced. There was no pt injury. Six trocars were returned, four of which belonged to a different MFR. This report is for the second of the two returned devices that belonged to this MFR that might have leaked. See related MFR report #2134070-2012-00244 regarding the other device.